Manufacturer narrative:
Voluntary event report was received. Mw5183200.

Event description:
Voluntary medwatch received states undersensing was observed on the right atrial lead during atrial fibrillation.